Event description:
The reported description notes that there was a speaker malfunction message displayed on the bedside monitor's screen. It is unk whether any audio was being produced from the speaker.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.